Event description:
After having 5 pregnancies, my husband and I decided we did not want anymore children. Consulting with my ob, she suggested having the essure procedure. As a working mother, it was best for the little down time. I had an extremely painful experience. Went in 3 months later for confirmation test. They said it was 100% successful and I could no longer have children. Here it is a few months later, I was having very irregular bleeding and then all of a sudden no period at all. I took several home pregnancy tests. All positive, I was in shock. Dates of use: 2009 - current. Diagnosis or reason for use: sterilization.